Event description:
Patient had ileostomy procedure done. The ileostomy bags the patient has been using do not work. The bags do not stick and feces leak everywhere in the house. Medicare does not supply enough bags and takes forever, before I can get any supplies. I desperately need some help.